Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a car accident patient experienced ineffective therapy, patients lead had high impedances and patient was unable to enter MRI mode. X ray imaging revealed lead is fractured. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
It was reported that following a car accident patient experienced ineffective therapy, patients lead had high impedances and patient was unable to enter MRI mode. X ray imaging revealed lead is fractured. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.s

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue.